Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritoneal inflammation, manifested by pus in the effluent. The patient was not reported to be hospitalize but was going to the hospital for medical treatment. The patient was placed on an unspecified anti-inflammatory drug infusion (dose, route and frequency not reported). Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. Patient outcome was not reported. The reporter declined to provide additional information.